Manufacturer narrative:
Investigation summary: it was reported that two (2) self-retaining screwdrivers for quick lock screws broke during inspection of equipment. It was noted the prongs at the end of the screw drivers were broken off. There was no patient involvement and no procedure. This complaint involves two devices. Part# 03.610.602, lot# - 8837081. The returned screwdriver was confirmed to have one prong broken completely off. The three remaining prongs were found to be bent slightly outward and in the direction of screw insertion. The balance of the device is in good condition. Part# 03.610.602, lot# l177162. The returned screwdriver was confirmed to have one broken prong. Another prong was found to be severely bent inward and the remaining two prongs were slightly bent outward and in the direction of screw insertion. The balance of the device is in good condition. No definitive root cause was able to be determined. It was noted that the devices broke during inspection. The circumstances around the use and cleaning of the devices are unknown. It is likely that the devices experienced excessive torque during use which may have caused the prongs to weaken and be susceptible to breakage. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the devices are already broken. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information on reported event: it was reported that two (2) self-retaining screwdrivers for quick lock screws broke during inspection of equipment. It was noted the prongs at the end of the screw drivers were broken off and that in addition to the broken prongs, the remaining prongs were found to be bent slightly outward and in the direction of the screw insertion. The balance of the device is in good condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no reported patient involvement associated with the complained event. Event date: unknown. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: nov 15, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) self-retaining screwdrivers for quick lock screws where found broken during routine inspection of equipment. It was noted the prongs at the end of the screw drivers were broken off. There was no patient or procedural involvement. This report is 2 of 2 for (B)(4).